Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys total psa and a second sample tested with elecsys ca 19-9 on a cobas 6000 e601 module. No units of measure were provided. The first sample initially resulted in a high total psa value such as 5.6 or 6.5. The customer could not recall the exact value. The same sample had a free psa value that was below the method's sensitivity. The total psa value was questioned due to the clinical inconsistency with the low free psa value. The total psa reagent kit was found to be nearly empty, so the customer loaded a new reagent kit and performed a new calibration. The first sample was then repeated. The first sample was repeated for both total psa and free psa. Both repeat values were below the respective assay measuring ranges and this outcome was considered more logical to the customer. A similar issue was observed for a second patient sample tested for ca 19-9. The sample initially had a pathological value, but was normal upon repetition. No specific details were provided.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The field service engineer found that the sample arm had loose screws, causing horizontal play. This caused the probe to hit the side of the test tube, leading to incorrect pipetting. A review of alarm trace data showed an increase in abnormal sample probe movement alarms. The investigation determined the issue was related to the loose sample probe arm.